Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. Per photo attached, the inner portion of the device is fractured into two pieces confirming the stated failure. The photo does not show the complete device. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.case-2020-00016844-1

Event description:
It was reported that during set up/inspection in a thr procedure the mi z handle acet reamer was found not working smoothly, the shaft is broken and has completely separated at one of the joints. No delay. S&n back up device was available to complete the procedure. No injuries reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.